Manufacturer narrative:
This supplemental report is being submitted to withdraw MFR report #8010047-2021-02858. Olympus medical systems corp. (Omsc) confirmed that there was no MDR reportable malfunction or adverse event.

Manufacturer narrative:
This follow-up report is being submitted to correct d8 in the initial report. Correction on d8 was made as follow. Blank to "no".

Manufacturer narrative:
Currently, the device has not been returned to any of the olympus locations. Olympus engineer visited to the user facility and found that the event that the endoscopic image did not appear occurred when this device was combined with a specific olympus video processor / light source. These combinations of devices will be sent to olympus. This event did not occur in other sets. The olympus engineer was told by the customer that he did not want to use this device. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. This report will be supplemented as additional information becomes available.

Event description:
A customer reported that the endoscopic image did not appear and an error message was displayed during a gastroscopy. The customer replaced the device to another device without checking the error code. Then, the procedure was completed. There was no report of patient injury associated with this event.